Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 12/17/2024. An investigation was conducted on 01/08/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact cannula or intact c-ring. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the intact silicone insulation on the cold jaw. The silicone insulation on the hot jaw was observed to be peeled and detached from the cold jaw. The detached silicone was not returned for evaluation. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 (B)(6) at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. The safety shut-down mechanism integrated into the handle engaged after the device was activated for more than 20 seconds (five 20 sec activations) . An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. No final testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "self- activation" was not confirmed, however, the analyzed failures "material twisted/ bent wire" and "peeled; delaminated; jaw" was observed. The lot # 3000427291 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures. Specific actions for the analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using the vasoview hemopro 2, when they connected the cord to the hemopro, the hemopro caught on fire. They unplugged everything and got it off the sterile field. There was a procedural delay. A new device was used to complete the procedure. No patient effects.